Manufacturer narrative:
Correction: corrected d6b - date of explant from (B)(6) 2024 to (B)(6) 2024. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced infection at the lead site. As a result, surgical intervention took place on (B)(6) 2024, wherein the entire system was explanted to address the issue. Patient was prescribed oral antibiotics and the infection was resolved.